Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: suspected lymphoma alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon has reported a suspected case of anaplastic large cell lymphoma, autoimmune reaction with scleroderma and generalized lymphadenopathy, and ¿the pet scan showed some increased absorption of radioactive pharmaceuticals around the implants. This was an advice also from the treatment pathologist of the patient also. We have to remove the implants with the surrounding capsule for biopsy even though there is no seroma, swelling or pain. We will schedule implants removal and we will get back to you with the biopsy results¿. The device remains implanted. This record is for the right side.